Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419678 implantable pacing lead, implanted: (B)(6) 2013; 6935m55 implantable tachy lead, implanted: (B)(6) 2013; 5 076-45 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported by the patient¿s spouse that the patient is deceased and the cause of death is septicemia. Further review of the manufacturer¿s database indicated the patient died approximately four months post implant of the implantable cardioverter defibrillator (ICD) system. Additional information related to the patient¿s death has been requested and not received.